Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the infusion set came out while he was sleeping at night and he woke up with blood glucose level over 400 mg/dl. The patient treated himself with the pump and took manual injection for the high blood glucose. The site location was reported as right side of abdomen, higher with respect to the navel and about 8-10 inches from the navel. The pump was worn on the right side, attached to his tee-shirt. The location of detachment was at the quick release/site connector. The infusions were stored or used in his study room in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.